Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The device was sent to the bench for preventative maintenance with no allegation of malfunction. Philips engineer reported to have found ¿flow sensor failure¿ (error code 9003) in device history log while performing preventative maintenance. No patient/user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 14mar2019. The device was sent to philips for testing. The error could not be duplicated and no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.